Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered that their supply line had disconnected from the supply bag during dwell two of four of peritoneal dialysis therapy. Immediately prior to the event, the patient received a ¿supply bag lines are blocked¿ error message. When investigating the alarm, it was discovered that the supply line had disconnected from the supply bag. The patient was connected to the setup at the time of the event. The cause of the disconnection was reported to be due to the connection not being adequately tightened between the line and the supply bag. There was no report of a fluid leak. The patient declined to restart therapy using new supplies. The patient was advised to notify their nurse of the event. The patient was prescribed prophylactic antibiotics (keflex: oral, 500 mg, three times a day for seven days) but did not develop any symptoms or injuries as a result of the issue. It was reported that the patient was retrained and has been able to continue with therapy without further complications. The sample used at the time of the reported leak was discarded by the patient. Additional information was requested but was unavailable.